Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 6-24-97 in site #22 (class iii bone) during a routine procedure. The pt had a temporary denture placed over the implant site. The clinician reports that the reason for implant failure is excessive pressure from the full lower denture. Denture was ground out and relined, but this implant (one of four implants placed) was projecting higher into the mouth than the others and probably took too much vertical and/or lateral force. The implant was removed on 7-29-97.